Manufacturer narrative:
No evaluation possible. The device has not been removed from the patient nor has the identifying lot number(s) been provided. Alphatec informed the patient that alphatec is a medical device manufacturer and cannot provide any medical advice. We strongly suggest she consult the implanting physician for medical guidance.

Event description:
Patient contacted alphatec directly alleging broken hardware in her cervical spine. One of the screws in her neck has broken as well as one has come loose. She is looking for information regarding this issue. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2015. No other information has been provided or is known at this time.